Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. Customer reported that the system was unable to boot up. The philips field service engineer (fse) inspected the system onsite and unable to detect the issue. Upon troubleshooting actions, customer informed that the issue was resolved after restarting the system. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.